Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of life.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicates the patient had their ipg explanted and replaced on (B)(6) 2020 which resolved the issue.